Event description:
Pt on ventilator with closed suction system 0825, unable to suction pt bronchoscope done by md & found approx 5 1/2 "of suction catheter in lung. It had broken off. Pt had been having bloody sputum for 1 1/2 days prior to removal of catheter. Unk when catheter broke off.